Manufacturer narrative:
(B)(4). An unused device from the same lot was returned for evaluation. A visual inspection and functional testing were performed. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set had a leak from a crack at the distal end of the tubing. The set was being used with a (B)(4) drug. There was no report of patient injury or medical intervention associated with this event.